Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿image noise¿ was confirmed. The device evaluation found no abnormalities other than the above were confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus sales representative reported on behalf of the customer that the 4k camera head had noisy and unrecognizable image problem. The issue was found within 1 hour of initiation of a therapeutic laparoscopic transverse colectomy. There was no reported delay, and the intended procedure was completed with another similar device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h10. Device evaluation found communication errors, image noise (flickering), image was no longer visible. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event and other malfunctions occurred due to a faulty device, however, the definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.